Manufacturer narrative:
A sample is available for evaluation but has not been received. A supplemental report will be filed upon completion of the investigation.

Event description:
The pharmacist reported on behalf of the customer who stated that the device's needle detached during use and remained in her injection site. The customer went to the emergency department where she had the needle removed although the pharmacist did now know what interventions they used. The pharmacist had no further information other than the customer was currently doing okay. No further medical information is available.

Manufacturer narrative:
Device evaluation: result - the customer returned (79) sealed 5mm, 31g pen needles from lot # 3017364. (B)(4) out of the (B)(4) returned samples were examined and no broken or detached cannula was observed. These samples were also examined under uv light and all exhibited sufficient adhesive on the hub. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 3017364. Conclusion - based on the returned samples, bd was not able to duplicate or confirm the customer's indicated failure. An absolute root cause for this incident cannot be determined.